Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 0.7, lab: ng. Date: (B)(6) 2010, inratio: >7.5 (strip lot #233421), lab: ng; inratio: >7.5 (strip lot #234527), lab: ng. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2010, pt's coumadin dose was increased from 2.5 mg/day to 5mg/day and 7.5 mg on sundays by her physician. On (B)(6) 2010, pt experienced a little bit of bleeding from the right nostril.